Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The device is used for treatment purposes. The customer stated that there was patient involvement.

Event description:
I have a pcu m#: 8015 bd, s#: (B)(6) that has no ac indicator and will not turn on. This pcu has not been sent in for this issue yet. Would you like to analyze it? I have not yet requested a RMA for repairs. There was patient involvement.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The device is used for treatment purposes. The customer stated that there was patient involvement.

Event description:
I have a pcu m# 8015 bd, s# (B)(6) that has no ac indicator and will not turn on. This pcu has not been sent in for this issue yet. Would you like to analyze it? I have not yet requested a RMA for repairs.there was patient involvement.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The device is used for treatment purposes. The customer stated that there was patient involvement.

Event description:
I have a pcu m# 8015 bd, s# (B)(4) that has no ac indicator and will not turn on. This pcu has not been sent in for this issue yet. Would you like to analyze it? I have not yet requested a RMA for repairs. There was patient involvement.